Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage was implanted on (B)(6) 2017. The patient experienced complications, further surgery, and nonsurgical treatment. Patient symptoms include: vaginal pain; pelvic pain; painful intercourse; inability to have intercourse; incontinence not present before implant; recurrent incontinence. Surgical interventions: on (B)(6) 2017 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: tvt anterior vaginal repair. On (B)(6) 2019 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: cystoscopy and urethral dilatation. On (B)(6) 2020 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: cystoscopy with urethroscopy insertion of sacral neuro modulator stage 1 and stage 2. Placement of sacral nerve lead and pulse generator, subcutaneous placement of sacral nerve electrodes. On (B)(6) 2021 the patient underwent further surgery regarding the advantage implant under general anesthesia for the following purpose: removal of sacral neuro modulator and broken sacral nerve lead. Nonsurgical treatments: on (B)(6) 2021 the patient commenced other (please specify) for the treatment of: to fully empty bladder to stop urinary tract infections, and to sto the bladder overfilling and leaking.